Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and also ketoacidosis, lemonia and clogged intestine with blood glucose of 493 mg/dl and current blood glucose was 102 mg/dl. The customer experienced symptoms such as dizziness and not feeling well. Time and date of hospitalization was (B)(6) 2017. The customer was treated with manual injection. The customer was sent to rehab and did physical therapy. The drive support cap appears normal (slightly indented). The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.